Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that sleeve is missing label. The following information was provided by the initial reporter: "it was reported by the customer that received a media sleeve without label."

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that sleeve is missing label. The following information was provided by the initial reporter: "it was reported by the customer that received a media sleeve without label."

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2158360 and bd complaint number 5621283 for missing sleeve label. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2158360 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical and sleeve attribute testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical and sleeve attributes prior to release to ensure that they conform to typical levels. All physical and sleeve attribute testing performed on this batch was satisfactory per our internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2158360. Retention samples from batch 2158360 were not available for inspection. One unopened sleeve (10 plates) from batch 2158360 was returned in a box with bubble wrap (time stamp 0542). The sleeve returned did not have a sleeve label. Three photos also were received for investigation. One photo shows a sleeve without a visible label next to a packaging slip and carton label that are not readable due to the picture quality. The other two photos each show a sleeve without a sleeve label visible. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch and expiration date are readily available. This complaint can be confirmed for a missing sleeve label. No complaint trend for labeling defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects.